Manufacturer narrative:
This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screws. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: mont, ma., fairbank, ac., krackow, ka. And hungerford, ds. (1996), corrective osteotomy for osteonecrosis of the femoral head, the journal of bone and joint surgery, vol. 78-a no. 7, pages 1032-1038 (united states of america). The purpose of this prospective study is to describe the long-term results of corrective intertrochanteric osteotomy for the treatment of ficat and arlet stage-ii or iii osteonecrosis. Between january 1975 and december 1988, a total of 32 patients (18 male and 14 female) with a mean age of 32 years (range, 16-44 years) underwent corrective intertrochanteric osteotomy for the treatment of a painful hip associated with ficat and arlet stage-ii or iii changes of osteonecrosis. Osteotomy was done using unknown synthes ao blade-plate. All patients were entered into the study prospectively and were followed-up yearly both clinically and radiographically; the mean duration of follow-up was 11.5 years (range, 5-8 years). The following complications were reported as follows: 9 hips (24%) had a failure and a total hip replacement was performed. 5 of the 6 hips that had combined necrotic angle of more than 200 degrees had a failure. 6 of the 9 failed hips that were treated with a total hip replacement had progression to stage-IV disease, with extensive collapse of the femoral head, narrowing of the joint space, and acetabular changes (cysts or osteophytes, or both). In the remaining 3 hips, the femoral head had remained unchanged, with no progression of collapse or narrowing of the joint space. 3 patients had non-union of the osteotomy site. 1 had healing after the blade-plate was replaced with a compression screw, and the other 2 were managed with autologous bone graft, with subsequent union. 1 male patient who had hodgkin disease and was receiving high doses of steroids and other antimetabolites had developed osteomyelitis and this led to a poor result. In another patient the compression screw cut out, necessitating replacement with a blade-plate device. 2 patients died at 9 and 16 months, from causes unrelated to operation. This report is for unknown screws. This is report 4 of 5 for (B)(4).